Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision on (B)(6) 2008 and (B)(6) 2008. It was reported that the patient underwent mesh revision on 2009. It was reported that the patient underwent mesh excision and pelvic floor reconstruction, on (B)(6) 2013. It was reported that the patient underwent bowel obstruction surgery on (B)(6) 2013. It was reported that the patient underwent rectocele repair on (B)(6) 2013, due to incomplete bladder emptying and uterine prolapse. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that on (B)(6) 2013 the patient underwent excision of incarcerated right inguinal hernia, reduction of small bowel, and right inguinal hernia repair with a bassini natural tissue repair.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.